Event description:
It was reported that a compressor was generating a strange sound. There was no pt involvement. (B)(4).

Manufacturer narrative:
According to the info from the service engineer the reported compressor was delivering compressed air as per design but had a strange sound. The compressor motor was returned for investigation. The returned compressor motor was tested on a test bench. The motor could would not start without an external push (help), the observed motor shaft rotation as stiff and did not reach it's expected velocity. The investigation revealed that the bearing of the motor shaft was defective. The cause of the reported issue could not be established from the investigation.